Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported having had left side moderate breast pain. Later healthcare professional reported "rupture" confirmed via MRI. No treatment or surgical reoperation has occurred. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, g2, h6.

Event description:
Patient reported having had left side moderate breast pain. Later healthcare professional reported "rupture" confirmed via MRI. Record is for the left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 1726736. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev: 7.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for a0412 - material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported having had left side moderate breast pain. Later healthcare professional reported "rupture" confirmed via MRI. Record is for the left device. The device remains implanted.